Event description:
(B)(6)-year-old female for procedure: CT of the chest. Syringes inspected during set up with no visible defects. Injector initiated. Injector monitor alarmed slightly for pressure limit. The rate of injection was 2.5 ml/sec. Once the alarm went off, the injector slowed injection to 1.5 ml/sec. Upon inspection, the syringe on the saline side was broken. No known harm to patient. Exam did not require repeating. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Will obtain.